Event description:
Customer reportedly obtained a result of 215mg/dl and 45 minutes later was found to be unconscious. The paramedics were called and customer was treated with a glucose in an injection as well as IV. No test results are reported from the time customer was unconscious. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.